Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had left ventricular sensing before pacing. Boston scientific technical services (ts) suggested turning off sensing. However, dislodgement was suspected due to lining up of markers to p-wave during lv pacing. Additional information obtained from the field representative indicated that the new lv lead was likely to have changed its position due to the alteration in measurements but dislodgement was not confirmed. This lv lead remains in service. No adverse patient effects were reported.